Event description:
It was reported to a physio-control service representative that the customer's did not power up when it was taken out of the shipping box. There were three symbols (charge-pak, attention and service indication) lit in the device's readiness display. There was no patient use associated with this event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control removed and further evaluated the digital pcb assembly and determined that the cause of the reported event was due to an integrated circuit, designator u14, causing a current draw that drained the internal hlc batteries and charge-pak assembly. A replacement device was provided to the customer under warranty.